Event description:
This companion 2 driver was not in use with a pt. The customer reported that the companion 2 driver booted up and pumped as intended but the display touch screen did not respond. The issue was resolved by inserting the companion 2 driver into a companion hosp cart and performing a driver screen calibration. After the driver screen calibration was performed, the driver's display touch screen performed as intended. This alleged failure mode poses a low risk to a pt because the issue was observed during a routine system check when the driver was not supporting a pt. System checks are performed before companion 2 drivers are used with pts. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions.

Manufacturer narrative:
This is the first field report of a non-responsive companion 2 driver display touch screen. Syncardia will continue to monitor and trend this issue through its customer experience process. Syncardia has completed its eval of this complaint and is closing this file.